Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is not confirmed, and no related issues were found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. Upon visually inspecting the device it was noted marks on the left side of the house panel. The returned device was assembled with ar-6411 lot# 73511090, and ar-6421 lot # 65708975 pump tubing and tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the pre-set pressure, the run button was pressed to start the machine, and the pump ran for 52 minutes with no issues. The pressure was increased and decreased a few times to see how the pump behaved during the pressure change. No issues were observed. The device adjusts the pressure and the roller speed. To test the outflow system, the device was assembled with an ar-6430, lot 310049. The lavage and rinse buttons were pressed to evaluate the functionality, and no issues were noted. The device is working as intended and described on the dfu-0212-eor1_fmt_en. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected, and no problem was found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1¿section 5.2) to simulate an overpressure failure on the pump and verify whether an error message and/or audible alarm would be triggered. The clamp test results indicate that the pump triggered an alarm, and the rollers stopped moving. During the test, it was noted that the pump motor and rotating parts made a loud noise when running. The loud motor can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2017. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. The total run time information is: 74 days, 16 hours, and 18 minutes.

Event description:
On 12/10/2024 it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump pressure sensor reading was too slow. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.